Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer¿s passing from the attorney of the family. The information received on june 1, 2021 stated the following - on (B)(6) 2020, the customer was injured and passed away as a result of use of a recalled insulin pump. The customer's spouse woke up to find the customer cold to the touch. Emergency medical personnel pronounced the customer deceased shortly thereafter. On multiple occasions the customer's insulin pump malfunctioned due to the retainer ring locking defect, and failed to deliver the correct doses of insulin to the customer, causing her to suffer from hypo and hyperglycemia, loss of consciousness, and eventually cardiac arrest and death. No further information was provided. The device will not return for the analysis.